Event description:
Edwards learned through a clinical trial that a (B)(6) male was not approved for a valve-in-valve (viv) replacement of his aortic device. As reported, the patient's 25 mm magna aortic bioprosthesis has been implanted for approximately eight (8) years and is now severely stenotic with a mean gradient of 60 mmhg. Through follow up with the health care provider, it was learned that the patient was last seen approximately two (2) months prior for a pre-tavr evaluation. Tee revealed that the bioprosthetic aortic valve had slight calcification of the leaflets; however, some portions of the leaflets appeared to open normally. "Clinical correlation is recommended." Through continued investigation with the health care provider, it is currently unknown if the patient has received intervention for the failing prosthesis or if a procedure has been scheduled.

Manufacturer narrative:
Method: device remains implanted. The device was not returned to edwards for analysis because it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Despite repeated attempts to receive further information regarding any medical or surgical intervention for the patient, no additional information was received. Therefore, without additional information and return of the device, edwards is unable to conclusively determine the root cause for this event. This case involves a relatively young male patient at time of implant. No medical or medication history has been provided. However, the health care provider did describe the leaflets as having "slight calcification". Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information. A supplemental report will be submitted if new information becomes available.